Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead body was stretched and twisted in area of the middle of the lead to the distal tip. This damage was thought to have been induced upon the explant procedure. The distal ring was also pulled distally and the insulation at this location was torn. The drug collar was missing and not returned. Resistance tests were then performed to assess the electrical performance of the lead, and all measurements were found to be within normal limits.

Event description:
Boston scientific received information that this implantable right atrial (ra) lead was unable to capture at max outputs. P- waves were also unable to be sensed. The pacing impedance measurements were stable and within normal range. An x-ray confirmed that the lead was in the atrial appendage and it was concluded the atrial tissue is dead. The lead was explanted and returned for analysis.